Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received:(B)(4) unopened racepacks. Received two complaints the same day from different end customer of this code batch. There are no units in OEM stock. Tested the needle attachment of the sample received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: corrective action has been initiated at OEM.

Event description:
Country of complaint:(B)(6). Needle detachment.